Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a recent conversion to ees devices in this account or with this surgeon? Who fired the device? Has the person firing been trained on how to use the ees circular device? Has the o.r. Staff been trained in preparing the ees circular device? Why was the wound vac used? Was it used as result with issue with the stapler? Were there high forces to fire? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? When during the firing stroke was the noise heard? Was the breakaway washer completely cut through?

Event description:
It was reported that during a laparoscopic colostomy reversal procedure, the surgeon attempted to perform a colon/rectum anastomosis using the stapler. No buttress material was used. The surgeon inserted the stapler through the rectum without any problems. He states that he did hear the "click" when attaching the anvil to the trocar. He closed the stapler and saw that the indicator was located within the green firing range. He fired the stapler and felt the tactile feedback of the internal washer being cut....but he states that he did not hear any audible "click" when firing the stapler. He then tried to removed the stapler by rotating and fishtailing the stapler out of the rectum but it seemed to be stuck. Surgeon states that there was a lot of resistance and the stapler was very difficult to remove. Upon removal, surgeon noted that the anastomosis fell apart. He saw staples that were deployed but they were not within the tissue. The surgeon had then to open patient and perform a hand-sewn anastomosis. The surgeon stated that he had to apply a wound vac over the incision because he was not able to close the skin completely. The surgeon states that the patient is doing fine now and fully recovered.